Event description:
It was reported that the patient had the device implanted for bowel and it did not work. It was noted that the patient was ¿still in the washroom 28 times a day.¿ it was reported that they had to put the colostomy bag back in. The reporter stated that the patient went about three months using the device for the bladder and the patient ¿couldn¿t handle anymore.¿ it was reported that the patient had being using the device for the bladder since (B)(6). It was noted that the patient had to have her bladder lifted. It was reported that the patient was told ¿just to keep messing with it¿ to find a good setting. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ax0c, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).